Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the reservoir broke inside the pump, leaked insulin into the pump, and the pump would not rewind. The customer also stated that a solid red light was showing on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a. Troubleshooting was performed. The customer reported insulin was visible in the reservoir compartment. The customer attempted to dry the compartment and was able to rewind the pump, but a solid red light remained. The pump failed the self-test and could not complete a proper rewind, repeatedly restarting with a pump error. The customer was unable to confirm the exact source of the leak but reported it was past the second o-ring. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned. No product return is required for mmt-332a.